Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Upon receipt, an updated date of explant was confirmed: (B)(6) 2021. On (B)(6) 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 325cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted starting within the siltex cracking, and expanding to the anterior aspect measuring approximately 14.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On (B)(6) 2021, mentor became aware that section b2. Is other serious was erroneously checked in the previously submitted report. Section b2. Is required intervention should have been marked, and has been correctly indicated on this supplemental report. Manufacturer¿s reference number: (B)(4) section b2. Is required intervention has been checked.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be re-opened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with 325cc mentor memorygel breast implant, and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.